Manufacturer narrative:
The crocodile grasper instrument was received, and failure analysis found the instrument to have a completely broken grip tip. Pieces approximately 0.960" x 0.190" were found to be broken off. The broken pieces were not returned with the instrument. Further inspection found a broken distal clevis. The instrument was found to have a broken distal clevis at the base of the clevis. The broken pieces were not returned, measuring roughly 0.1530¿ x.2930" in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis showed damage which may indicate potential mishandling/misuse. The grip tip was completely broken and missing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw wrist of the crocodile grasper instrument was separated. The fragment was retrieved during the same procedure and was confirmed to be retrieved under direct visualization. No additional surgical procedure was required to remove the fragment. An x-ray was performed to check for remaining fragments. The procedure was completed robotically with a back-up instrument.

Manufacturer narrative:
The crocodile grasper instrument has not been received for failure analysis evaluation.